Event description:
It was reported that the sample (B)(6), from "lifesouth community blood center" was tested with serology. The test result was negative (s-), which contrasted with the molecular typing performed on (B)(6) 2024, using the ID core xt assay which provided positive results (s+), with ID core xt analysis software v3.0.5.